Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified that the device powered itself off multiple times. Physio-control replaced the system pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while obtaining a patient's blood pressure reading, their device powered itself off. No further details were provided about the event. There were no adverse effects to the patient due to the reported issue.